Event description:
When attempting to apply kiwi, there was no vacuum/ suction. There was a break in the white plastic support where the clear plastic tube attaches to the pump device. No harm to patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.